Event description:
On (B)(6) 2004, I underwent a left total hip arthroplasty procedure. I received a srom femoral stem 18 x 13 36mm +8 b small sleeve, a 36 +3 femoral head and pinnacle acetabular cup, size 52 with an ultamet liner. Soon after surgery, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my left thigh and groin. I have a popping and snapping sensation in my hip joint when walking or moving to and from a sitting position. Dates of use: (B)(6) 2004 to present. Diagnosis or reason for use: degenerative joint disease, left hip.